Manufacturer narrative:
Pt was not present. No parts or files have been received by the manufacturer for eval.

Event description:
A site representative reported that after locking the articulating vertek arm, movement was still possible. This event occurred outside of surgery and no pt was present.